Manufacturer narrative:
Corrected information: upon further review of the reported information it was noted that this event is no longer reportable. The fault reported was associated with the packaging being empty, not with the lens. Therefore, this supplemental filing is to state that this event is not reportable per new information received and no further information will be provided will be provided under MFR report number 3012236936-2022-03002. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was faulty. No other information was provided.

Manufacturer narrative:
If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.